Event description:
New information was obtained from the reporter. The failure message was found before the procedure, during preparation. The procedure was never started with the subject device. The customer declined to provide further details.

Manufacturer narrative:
Updated field: b5. This supplemental report is submitted to provide information from the customer, results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the cause of the no image issue was the faulty cable unit. It is likely the faulty cable unit caused a communication failure preventing an image from being displayed. However, the cause of the faulty cable unit is unknown. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was no image on the hd autoclavable camera head prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The no image was determined to be caused by a faulty cable unit. There was a break in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation